Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pavf ami6005 ellipsys catheter, the catheter was positioned at the designated location within the blood vessel, but remained open with a gap of 3.9 millimeters between the catheter tip and the proximal part during the first closure attempt. The grey button was fully pulled and a click was heard, but the catheter remained open. The catheter was unlocked again, fully opened, and another attempt was made to close it. During the second attempt, the unlock button jammed, but after several repeated attempts, it was unlocked but the same issue occurred, and the catheter remained open with a gap of 4.8 millimeters. The catheter was completely removed and replaced with a new one, which functioned correctly, allowing the successful creation of a fistula. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the catheter was still open, it was from the controller feedback and while the mechanism is closed. Controller feedback shows ca. 4 mm gap (approx. First time 3,9 and second 4,3) and under ultrasound it could be seen that jaw was not closed. The physician tried several times to open and close the catheter releasing lock button, but catheter remained open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis device was decontaminated with a 70% ipa soaked laboratory wipe biologics was observed on the tip of the catheter the tip of the catheter was bent a kink was observed on the proximal end of the catheter an attempt was made to straighten the catheter prior to testing. The catheter was connected to the power controller and an error message ¿catheter defective¿ was displayed on the controller. This error is likely due to the damaged tip and the kinking of the shafts internally resulting in magnet misalignment. Procedural analysis shows the power controller was restarted jaws were closed and opened a number of times and then appears to be stuck in the opened position, this aligns with complaint text regarding troubleshooting medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was safely removed from the patient and no vessel damage was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.